Manufacturer narrative:
Concomitant medical devices: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014. Product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.(B)(4).

Event description:
It was reported that the patient experienced "complications with the first surgery"; the patient clarified that, in march 2015, they had "fluid coming out and the pump was moving." The patient stated that "every time it moved, it felt like acid going down their leg, and everything filled up with fluid." During a refill in march 2015, it was also discovered that the pump did "a 180"; they were unable to get the medication in, and the patient had to go off of dilaudid. The patient was taking oral medication that did not help. The patient stated that they needed someone who knew how to work the machine, and that they needed to reverse it and anchor it. The pump remained implanted, and the patient could not find an hcp who would touch it. The patient was redirected to their healthcare provider (hcp). The pump was being used to deliver dilaudid and clonidine at the time of the event. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported that the patient was still having concerns with their device, but they have been working with a doctor. The patient had an appointment with a surgeon on (B)(6) 2015. No other information was received. If additional information is received, the report will be updated.